Event description:
It was reported the patient experienced withdrawal and there was a pump and catheter issue. The patient reported that "after 2 months, she had the worst case of the flu." It was unclear what the event was 2 months after. It was later found that the catheter had become dislodged. It was also noted at that time, the "battery in the pump didn't work" and the patient had to go through withdrawals "to figure out when refill dates were." It was unclear if there was a missed refill date. The pump medications were bupivacaine and morphine. No other event details were provided. It was unclear if those were the exact medications for the pump at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump "came out" after two months.

Manufacturer narrative:
Additional review determined that the following. (B)(4).

Manufacturer narrative:
(B)(4).